Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed the cause of the reported failure to be a pin from the therapy cable, which was broken off inside the connector assembly.

Event description:
The customer reported that during a cardiac arrest call, they connected their hard paddles to the pt and the paddles ECG gave only a dashed line. The first responder had their AED connected to the pt with therapy electrodes and when those were connected to the customer's device, the ECG was only dashed lines again. The ems crew continued CPR on the pt until they arrived at the hosp. The pt regained a pulse, and was put in the ICU for one day, then sent home to hospice care, where they eventually did not survive. The pt didn't suffer any adverse effect from the reported failure.